Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU). Therefore, engineers concluded the instructions were not followed.

Event description:
It was reported that the patient experienced frequent charging of the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was recovering as expected.

Event description:
It was reported that the patient experienced frequent charging of the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post operatively, the patient was recovering as expected.